Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose of 516 mg/dl as well as insulin pump was under delivery. Customer's blood glucose level was 200 mg/dl. The device will not be returned for analysis.